Event description:
It was reported on 06/11/1999, a wire became unraveled and tied in a knot during a guide catheter exchange. While attempting the removal, the physician was unable to pull the wire back into the sheath. The guide catheter, guidewire, and sheath was removed as one unit (through femoral stick). Upon exiting, the fascia was traumatized. Patient went to vascular surgery for repair. The patient received several stitches and is doing fine. The wire from the incident was not retained by the facility. Customer had previously been using scimed (argon) wires, they are a new user of ths brand (namic; bard).